Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in (B)(6) 2015. The patient had developed a pocket hematoma that the physician felt had become infected. The device and lead system were explanted without incident.